Event description:
It was reported that patient "almost died of an open spinal incision in 1998 post implant of pump and was hospitalized for 6 months." Additional information has been requested, a follow-up report will be submitted if additional information becomes available.